Event description:
Initial rt contact "completed a preop on device and ventilated patient for 8 minutes", during this time the patient was "blue" and had a "code event". Patient "was resuscitated, recovered and is slated for discharge". Further investigation by the hospital reported, "ventilator was noted to not have been taken out of standby by the rt, therefore not ventilating the patient." And "the rt did not realize the patient was in standby. According to the logs, it appears there were some short stints out of standby mode but this was after the patient was being hand ventilated." As of the day of this report, no data or observations indicate the device did not preform as designed during this event.